Event description:
About two weeks post-op, back out of two occiptal screws was found through x-ray, a revision was done with bigger and longer screws bicortical fixation and with secure stand cables. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
No definite conclusions can be made at this time. There is no connection that can be made between the reported events and any shortcoming of the depuy spine products at this time. The summit st occipital fixation syste is technique sensitive. Patient selection as well s use of the proper system hardware to build the construct is critical to achieving stable fixation. Screw back out/ loosening are listed as possible adverse outcomes in the instructions for use (IFU) supplied with the device.